Event description:
Pt's niece reported after injection with juvederm in the nasolabial folds, pt experienced "a rash that lasted for months all over her whole body". The pt was treated with "several different steroids and chelation". The niece refused to provide pt and injecting/treating healthcare provider's connect info.

Manufacturer narrative:
(B)(4). Permission for allergan medical to follow up with the injecting/treating healthcare professional not provided; lot number and type of juvederm not attainable. Device labeling: contraindications: juvederm ultra plus xc is contraindicated for pts with severe allergies manifested by a history of anaphylaxis or history or presence of multiple severe allergies. Adverse events: the most common injection-site responses for juvederm ultra plus xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising. Postmarket surveillance. Adverse events with a frequency of 5 or more events are listed in order of prevalence: inflammation at the injection site, allergic reaction, blister, injection at the injection site, skin rash, bleeding at the injection-site, necrosis at the injection site, abscess at the injection site, and headache.